Event description:
Nail fractured through the distal dynamic slot, nail was inserted for a femoral shortening. Nail was removed and revised to a 130 degree lpf however the distal fragment was left in the patient.